Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, endoprosthesis: improper placement; migration;

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. In (B)(6) 2018 (date unknown), a follow-up examination revealed a contralateral leg component placed in the left side had migrated proximally (distance unknown) and a slight distal type I endoleak had been caused. On (B)(6) 2018, an additional contralateral leg component was placed on the left side. The distal type I endoleak was resolved and the patient tolerated the re-intervention procedure. It was reported that the overlap length between a trunk-ipsilateral leg component and the contralateral leg component was short (about 15 mm). Reportedly, the migration was thought to be caused by the short overlap length.